Event description:
It was reported that the patient presented in clinic after a remote transmission showed a noise reversion episode with myopotential oversensing. Review of cardiograms revealed that the implantable cardioverter defibrillator exhibited noise that inhibited pacing. The device was reprogrammed. Patient was stable throughout.